Manufacturer narrative:
The device was evaluated and found to be within specification.

Event description:
While using a g120 scaler, there was no water flow and the handpiece was overheating; no injury resulted.